Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating the pump will pump up the patient but if there is weight on the pump, it will lose air quickly and brings the patient down.